Manufacturer narrative:
This report is submitted on october 22, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced cranial and facial nerve stimulation with device use. Subsequently, the device was explanted on (B)(6) 2017. It is unknown if the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on december 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [127170-device analysis report.pdf]